Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing an infusion set, the patient experienced rising blood glucose and localized pain upon insertion of a 23 mm cannula, with no visible cannula issues and the needle guard removed as intended; the patient paused the ilet for two hours and administered 6 units of subcutaneous humalog, after which glucose decreased from 355 mg/dl to 206 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and use of corrective insulin by injection, with improvement in glucose levels. Investigation included troubleshooting and education advising an infusion set change and use of an alternate insertion site. Investigation of this case revealed that the cause of hyperglycemia was unclear, and improper infusion or site-related factors could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.